Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tubing. Bd determined that the root cause of the indicated failure mode was attributed to the device not sitting correctly in the package during the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the tubing was found to be cut before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced failure of the product to contain blood or medication. The following information was provided by the initial reporter. The customer stated: according to the customer's report, the tubing was found to be cut before use.